Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. (B)(4).

Event description:
It was reported that while measuring and testing the ventricular sensitivity, it tested out of specification. Further investigation found that the incorrect testing equipment was used, based on input impedance, frequency range, waveforms, and it being ventricular based, with no atrial channel. Therefore, accuracy of the measurement was in question. The external pulse generator (epg) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while measuring and testing the ventricular sensitivity, it tested out of specification. Further investigation found that the incorrect testing equipment was used, based on input impedance, frequency range, waveforms, and it was ventricular based, with no atrial channel. Therefore, accuracy of the measurement was in question. The external pulse generator (epg) was returned for repair. There was no patient involvement.